Event description:
On 4/12/99, the nurses checked all of their machines. They found blood in the venous tubing of one of their machines they changed the venous tubing and internal transducer of that machine. The unit has a total of 21 machines, 19 system 1000 and 2 tina machines. This unit is still using the 205-q04 blood tubing but with a medi-system "tp".